Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and a error message appeared. False pause episodes and undersensing were noted. The physician will continue to monitor the device. The patient was in stable condition.